Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages, code 204) has been confirmed. Upon eval, the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his screen was showing that his belt was not connected to the monitor, even though it was plugged in. The subsequent download showed a service code 204. The pt was issued a replacement electrode belt.